Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the emergency room in 2009, after receiving multiple high voltage therapies. The atrial lead was dislodged and oversensing. The lead dislodgement had been noted over a year ago, but no action was taken at the time. Five days later, the lead was explanted and replaced.

Event description:
During the procedure, the s5 arterial pump stopped and displayed error code "fault in the motor controller". The perfusionist power cycled the pump with no success. The pump was changed out. There was no report of patient injury.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded through to the coil at 6 cm and 1.5 cm from the tip, due to friction with another device, which could cause the oversensing. The ring electrode was also abraded.